Event description:
During an angioplasty procedure of the superficial femoral artery (side unk), two balloons burst at approx 8 atmospheres (atms), during inflation. The vessel was described as tortuous, but not calcified. The rate of stenosis is unk. The products were properly inspected and prepped prior to use. The physician used a right femoral artery approach to access the lesion with a guidewire. There was no difficulty crossing the lesion with the guidewire, or the balloon. The physician could get only marginal dilation with the first balloon before it burst. The balloon was safely removed from the pt and another balloon was advanced to the lesion, without difficulty. Upon inflation with balloon also burst. It is noted that both balloons burst at approx 8 atms. This balloon was removed from the pt and another balloon was used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt. This medwatch report represents the second of two products involved with this event, which is associated with mfg. Report# 9610978-2007-00076 and 9610978-2007-00077.